Event description:
Literature: hu x, jiang x, zhou x, et al. Avoidance and management of surgical and hardware-related complications of deep brain stimulation. Stereotact funct neurosurg. 2010;88(5):296-303. Summary: the authors performed a retrospective analysis of patients who received dbs over a 9-year period from march 2000 to december 2008. This study included 161 patients (85 male and 76 female). Of them, 153 patients suffered from idiopathic parkinson disease, two from essential tremor, and 6 from dystonia. The patients ranged in age from 16 to 80 years with a mean of 63.5 8 8.7 years. Intraoperative and postoperative antibiotics were administered for 3-5 days. Preventive anticonvulsant treatment was initiated 3-5 days before surgery and discontinued 2-3 weeks after surgery. Postoperative CT scan was performed in all patients within 24 hr after electrode implantation. All patients were clinically followed up for 6-84 months (mean 14 months). Reportable event: the electrode was misplaced in two patients during the early days of dbs surgery when no intraoperative c-arm or MRI was available for confirmation. Although the target position was confirmed by (B)(4) and intraoperative test stimulation showed good results, postoperative stimulation was ineffective with increased adverse effects. Subsequent MRI showed that the electrodes were placed 4 mm deeper than the desired position. After proper adjustment of the electrodes under local anesthesia, good stimulation effects were achieved in the 2 patients.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time, no additional information was available, additional information has been requested.